Event description:
Consumer called stating that her v18rlr manual wheelchair allegedly veers to the left when pushing it. The tires are allegedly going flat also. Consumer has been referred back to her dealer for warranty repairs. No injury.